Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m162489 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m162489 and test base part number 190-430 / lot m162489. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162489 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR: 1221359-2021-03498, 1221359-2021-03499, 1221359-2021-03500.

Event description:
The customer reported a false positive result with the ID now covid-19 on a direct tested nasopharyngeal nipro swab. Confirmation testing on swabs with smart gene pcr generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4) on retained kit lot m162489 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m162489 and test base part number 190-430 / lot m162489. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m162489 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.